Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2011, the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip and was revised on (B)(6) 2024. It is further alleged that the taper had completely corroded and the femoral head had fallen off into the acetabulum.